Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl and a low ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and insulin delivered through the pump. Reportedly, the customer's healthcare provider made adjustments to pump settings. After settings were adjusted, bg levels stabilized. The customer was released on (B)(6)2019 with the issue resolved and no permanent damage.